Event description:
It was reported that this right atrial (ra) lead exhibited under sensing leading to intermittent inappropriate atrial pacing. It was also noted that there were chronic low amplitudes and high thresholds on an unknown right ventricular (rv) lead. No adverse patient effects were reported.